Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance, low impedance as well as loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.